Event description:
Boston scientific received information that the patient had atrial tachycardia at which discriminators had initially inhibited therapy however the rate increased to the ventricular tachycardia (vt) zone. The patient received multiple inappropriate shocks and therapy was exhausted. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.